Event description:
It was reported that the customer's insulin pump was stuck and freezes up. The customer stated that the buttons on the insulin pump were sticking. Troubleshooting was performed. Instructed the mother to replace the battery and let the device rests for five mins, bt the problem persisted. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display. Problem isolated to the motherboard. The buttons were responding properly during button presses.